Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the abdomen. The patient was shopping and passed out due to a hypoglycemic event. The cgm was not checked at that time. There was no documentation whether cgm alerts or alarms were present at that time. It was unclear if the cgm or the bg were checked at that time. Bystanders called emergency medical service. Upon arrival, the bg was checked 30 mg/dl and the cgm reading was not documented. The patient was treated with glucose by emergency medical service and taken to the hospital. The same day after treatment, the bg was 82 mg/dl while the cgm was reading 120 mg/dl and the sensor was calibrated. There was no documentation of further medical intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported by the daughter that the patient experienced inaccurate cgm values on (B)(6) 2023. The daughter was unsure if inaccurate readings contributed to the patient passing out since no one checked cgm reading or compared it to a bg reading at the time of the event. The patient was shopping and passed out due to a hypoglycemic event. Bystanders called emergency medical service (ems). Upon arrival, the bg was 30mg/dl and the cgm reading was not documented at that time. The patient was treated with glucose by ems and taken to the hospital and observed overnight for 18 hours. She was treated further with glucose fluid and carbohydrates. There was no documentation of further medical intervention. Prior to the call, the bg was 82 mg/dl while the cgm was 120 mg/dl and the sensor was calibrated. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.